Event description:
As reported, the red connector cover on an unspecified holmium laser fiber separated from the silver fiber connector after the fiber was connected to the laser machine. The laser fiber was difficult to remove from the machine, and the fiber "snapped" when attempting to disconnect the fiber from the laser machine. The fiber was able to be removed from the laser machine despite the separation. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d9. Event summary: as reported, during a stone lithotripsy the red connector cover of a cook single-use holmium laser fiber separated from the silver fiber connector after the fiber was connected to the laser machine. The laser fiber was difficult to remove from the machine, and the fiber "snapped" when attempting to disconnect the fiber from the laser machine. The fiber was able to be removed from the laser machine using forceps despite the separation. The fiber was not used and did not make patient contact. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection.¿ the IFU further cautions that improper handling can affect the life of the fiber. Based on the available information, cook has concluded that a cause for this event could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5, h6: health effect - clinical code (annex e) and health effect - impact code (annex f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 04may2022: the separated section of the fiber was left in the laser machine when an attempt was made to remove the fiber. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5, d1,d4, d9, d10, e1, e4, g4, h4 corrected information: a2, a3, a4, h3 e1: name and address: postal code: (B)(6) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 29mar2022: the event occurred during a stone lithotripsy. The tip of the fiber "snapped." A piece of the fiber was left in, which was removed with forceps. The fiber was not used, and did not make patient contact. No section of the device remained inside the patient¿s body. It is unknown what the piece of the fiber was left in. Additional information has been requested. At the time of this report, no further information has been provided.